Manufacturer narrative:
Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2015. The original surgery is dated (B)(6) 2007. The revision surgery was due to patella loosening and patient pain. During the revision, it was discovered that one peg of the patella implant had broken. The patient's bone quality was too poor for a new patella implant so and the surgeon revised the tibial insert and retaining bolt from a 3 x 12mm insert to a 3 x 14mm insert.